Manufacturer narrative:
A manufacturing review was not performed as the lot number was not provided. Visual/microscopic inspection and functional/performance evaluation: sample was not returned. Medical records review_ image/photo review: medical records were not provided. No images or photos were provided. Conclusion: the investigation is inconclusive for the alleged detachment of the carotid shunt. The root cause could not be determined based upon available information. It is unknown whether patient and/or procedural issues contributed to the event. Labeling review: the current IFU (instructions for use) states: precautions: each shunt should be inspected prior to use to make certain that the lumen and eyes are clear and patent and the shunt has not been kinked or damaged during shipment or storage. Directions for use: the bypass shunt is held in place by tension on the tourniquet loops. The endarterectomy is then performed. When the endarterectomy is completed, using standard cardiovascular techniques, which may include patch-graft angioplasty, the shunt is removed and the incision is closed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a procedure the tip of a bypass shunt was allegedly left in the patient. The health care provider further reported that the shunt could not be retrieved. There was no reported patient injury.